Event description:
Customer reported via phone call that they received a beep anomaly. The blood glucose reading is unknown. Customer states that they received a constant tone. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no audio or beep anomaly noted. The insulin pump passed self test and displacement test. The insulin pump has cracked reservoir tube lip.